Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system has missing saved images and experienced a system lock-up. System had to be rebooted. There was no report of pt injury.